Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the customer returned one dialyzer from the reported lot for evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 320° with the ports at 0° on the non-cavity ID end. The fiber fragment was approximately 0.60mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. During the lot history review it was noted that there was no other complaint reported against the lot. A review of the production record was performed. The production record review showed there was one unrelated non-conformance (nc) in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred within seconds after the initiation of the patient¿s hemodialysis (hd) treatment. There was no patient injury or medical intervention required reported. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information requested but has not been obtained.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred within seconds after the initiation of the patient¿s hemodialysis (hd) treatment. There was no patient injury or medical intervention required reported. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.